Event description:
It was reported that during a device change out due to normal eol, after connecting the new device to the chronic rv lead and closing the pocket, oversensing was observed. The patient has severe dementia and family decided to not replace the lead. High voltage therapy was programmed off and patient will receive pacing therapy only. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.